Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
Section a4: patient weight has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported. Additional information regarding the event, including product return status, was requested from the account; however, no further information has been communicated at this time and the device was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.